Event description:
A coronary stent with delivery sys was successfully advanced to an unk target lesion site in the pts body. Upon attempted balloon catheter inflation, it was reported that the balloon burst at 4 atmospheres of pressure. Subsequently, another balloon catheter was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to this event.